Event description:
It was reported to philips that system had a collimator problem, which could impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during vascular diagnostic procedure. The procedure was completed as planned by restarting the system. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system had a collimator problem. Upon troubleshooting, the rse remotely checked the system and found collimator post failed. The engineer at customer site swapped the collimator and it worked. To resolve the issue, engineer replaced the collimator from an old system. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If bootup issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A bootup issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.